Event description:
The rep reported the scs system was removed due to infection that also traveled to the lead. The pt experienced symptoms that included redness, pain and swelling. Results of cultures obtained were positive for infection. The device was explanted but has not been returned to the MFR for analysis. The pt reportedly is healing well with a possibility of future re-implant.